Event description:
Approximately twenty eight months post implant, the patient tripped and fell on his arm which pulled on the driveline causing the pump to stop. The patient tried using the back-up controller but it would not start the pump. The patient's wife confirmed that the pump was stopped by listening with a stethoscope. The patient was reported to be asymptomatic at the time and was transported to the local hospital where he received intravenous inotropic support until he could be transferred to a vad facility for further treatment. Log file analysis revealed an event exception which resulted in a vad stop at the time of the reported event. Four vad stopped alarms were also recorded. Initial inspection of the driveline found that several pins from both the rear and front stators appeared to be recessed due to trauma to the driveline during the patient's fall which caused the pump to stop. The patient remained stable throughout the time that the pump was off. Due to the length and/or delay in restarting the pump, the physician did not feel that spice repair and/or driveline connector repair was a viable option. The site chose to start the patient on inotropes, maintain a stable inr, and list the patient as 1a on the transplant list. At last report, the patient was on the step-down cardiac unit. He was reported to be stable, ambulating, awaiting transplantation as soon as possible with the pump off.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The site reported the patient had fallen on his arm and subsequently pulled on the driveline cable, causing a driveline disconnect/vad stop alarm. After failed attempts of trying to restart the pump with multiple controllers, the patient was admitted to the hospital and received intravenous inotropic support. The patient remained stable on inotropic support and was listed for emergent heart transplantation. The patient was discharged from the hospital on (B)(6) 2014 to await heart transplantation at home. The patient's pump remained inactive while patient waited for transplant. The heart transplantation was successfully performed on (B)(6) 2014. The two controllers and vad were returned to the manufacturer for analysis. The reported pump stop was confirmed via log files. The (2) controllers and (1) pump were returned to the manufacturer for evaluation. Upon evaluation, both controllers performed as expected when running a pump; however, one controller failed visual and functional testing due to damage to power source 1. The other controller passed visual and functional testing but exhibited a real time clock error. The returned driveline cable failed visual testing due to recessed pins on the driveline connector. The root cause for the reported driveline disconnection can be attributed to inadequate connector design specifications that does not account excessive pull force that may be exerted on to the driveline cable, causing the connector pins to recess and interrupt pump operation. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) received march 04, 2014. (B)(4).

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.